Event description:
Biomedical engineering was notified of a patient event involving a skytron 3603 ultra slide surgical table. The service request mentioned, ¿bed snapped at bottom end during surgery. Currently leaking fluid.¿ staff provided additional information about the incident stating the end of the table supporting the patient¿s head and abdomen unexpectedly fell during surgery. This failure caused a delay in surgery and the sterile field was breached. The table was then removed from service, and a new table was brought in to complete the surgery. The manufacturer was notified and came onsite to investigate the failure. During the initial inspection, the electrical and hydraulic compartments were opened and one of the hydraulic lines was found to have burst open. This specific line controlled the hydraulics for the leg portion of the table. According to the technician, a failure of this line would have caused an instantaneous loss of hydraulic pressure, resulting in the unexpected drop of the leg section during surgery. There were no patient injuries reported from this event. Manufacturer response for surgical table, (B)(6) (per site reporter). [Redacted name], who is an authorized dealer of skytron equipment, has been made aware of the problem and has been actively involved throughout the investigation.